Event description:
Tear in the vented bag found prior to case set up.

Manufacturer narrative:
Roi cps, llc performed an investigation into the casue of the damages to the vented bag containing the convenience kit. The results of the investigation were also provided to the end user facility reporting the event. See attached: "spartanburg closing letter".

Event description:
Tear in the vented bag found prior to case set up.